Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a video image that sometimes was interrupted during the examination. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector pin is dirty a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connector pin is dirty therefore the image is interrupted. Olympus will continue to monitor field performance for this device.